Event description:
Information received from the field notes that the device was checked after a transtelephonic monitor revealed no magnet response. The rate was at 67.5 ppm and the device was in back-up mode and not pacing. Software download attempts were not successful. The patient was in a nursing home and had an underlying rhythm in the 30's and 40's of a junctional escape. No symptoms were reported.